Event description:
It was reported during an ablation procedure, while using a cool path duo ablation catheter, saline was noted to be leaking from the "tail end" of the device. No damage was noted to the irrigation port of the device but after performing some ablation the pt's bed was noted to be wet. The procedure was continued with a catheter of the same model number with no consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the final analysis of the complaint device a supplemental report will be filed.